Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump did not alarm when the feed was complete.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿returned unit for not alarming when feeding complete and pumping patient full of air.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.